Manufacturer narrative:
The blank display was due to corroded battery tube and missing battery tube spring. The failed battery test was unable to be verified due to blank display anomaly. The device was received with broken battery cap, cracked battery tube threads and minor scratched display window.

Event description:
The customer reported via phone call of issues with their guardian real time monitoring system. The customer states they have received failed battery alarms. The customer states the device has battery residue in the battery compartment, and the spring is damaged and fell off. The customer was advised that the device would be replaced and returned for analysis.